Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly the customer was using cold insulin and overfilling cartridge. A new cartridge was loaded to resolve the issue. Customers blood glucose (bg) level was 154 mg/dl.

Manufacturer narrative:
Root cause: use error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Root cause: use error. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.